Manufacturer narrative:
On 9-feb-2026, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an atrial fibrillation ablation procedure with a vizigo sheath and when the medical team were attempting to go transseptal, and the tip of the sheath was "squished," and folded in on itself. This prevented the team from going transseptal. The sheath was replaced and the issue resolved. The procedure continued. No patient consequences were reported. Device evaluation details: visual analysis of the returned sample revealed a bumped condition in the soft tip area. A dimensional test was performed on the outer diameters of the shaft sheath, and the results were found within specifications. Device history record review was performed for the finished device 16541263 number, and no internal actions related to the reported complaint condition were identified. The bumped condition observed could be related to the resistance issue reported by the customer; therefore, the customer's complaint was confirmed. The bumped tip could be related to a potential skin incision size relative to the sheath during the procedure; however, this cannot be conclusively determined. The sheath instructions for use (IFU) contain the following recommendations: use fluoroscopy and/or intracardiac ultrasound to monitor the advancement of the catheter and removal of the catheter from the sheath. Move the catheter carefully to avoid cardiac damage, perforation, or tamponade. If resistance is encountered, do not use excessive force to advance or withdraw the catheter through the sheath. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a vizigo sheath and when the medical team were attempting to go transseptal, and the tip of the sheath was "squished," and folded in on itself. This prevented the team from going transseptal. The sheath was replaced and the issue resolved. The procedure continued. No patient consequences were reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).